Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(4), ubd: 29-may-2019, UDI #: (B)(4). Product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 24-may-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. An additional endurant ii cuff was implanted approximately a year and five months later. It was reported that approximately a year and seven months post the index procedure the patient suffered a collapse with a diagnosis of anemia. It was reported the patient had epistaxis and had recently commenced double anticoagulation. The event resolved with treatment. It was also reported the patient experienced hyperglycemia on the same date which also resolved with treatment. The investigator assessed the events to be related to either the index procedure, device, re-intervention procedure or the aaa but this is not currently specified. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The investigator assessed the anemia as not procedure or device related. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received the investigator has assessed the event as not related to the index procedure or device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm on (B)(6) 2017. An additional endurant ii cuff was implanted on (B)(6) 2018. It was reported on 25-jan-2019 the patient suffered a collapse with a diagnosis of anemia. It was reported the patient had epistaxis and had recently commenced double anticoagulation. The event resolved with treatment. It was also reported the patient experienced hyperglycemia on the same date which also resolved with treatment. The investigator assessed the events to be related to either the index procedure, device, re-intervention procedure or the aaa but this is not currently specified. No additional clinical sequelae were reported and the patient is fine. Medical history: hypertension, hyperlipidemia, and diabetes.